Event description:
It is reported that the lens was explanted and the incision was enlarged to remove the lens. The reason for explant is noted as the doctor changed his mind on the diopter size. Follow-up with the reporter indicated that the doctor implanted and explanted the lens in two separate procedures. The reporter was not sure if the incision was enlarged. No patient injury was reported.

Manufacturer narrative:
(B)(4). Enlarged incision. The lens was received at abbott medical optics (amo) in santa ana, ca and has been shipped to the manufacturing site in puerto rico for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was not received at the manufacturing site. Batch records were reviewed and found to be within specification. All pertinent information available to the manufacturer has been submitted.